Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Through visual inspection, no staining or evidence of lubricant was observed on the membrane. Functional testing was performed, penetrating the injector membrane, in all cases the product functioned as intended and no leakage was observed. After testing, a cloth was used to wipe across the membrane, no evidence of fluid or any leak was found. A device history review was performed for protector lot 2409415; no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported incident. Leakage and pressure testing is performed for all lots during manufacturing to ensure the quality of the membrane. Results were reviewed for all provided lot, and all results were found to be acceptable. Three retained samples from lot 2409415 were used for additional evaluation. The membranes were punctured up to ten times, in all cases the product functioned as intended and no leakages or evidence of contamination on the membrane occurred. Based on the sample evaluation and quality team's investigation, we cannot identify a root cause related to our process at this time. To date, there have been no other similar events reported for the lot provided. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
No additional information.

Event description:
Material#: 515063, batch#: 2409415. Membrane of 515063 was shiny upon disconnect. Customer responded on 10-mar: 1. Please share the lot number associated with reported issue lot#: 2409415. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patent harm or injury was reported. 3. Please confirm what medication was being used? Was there visible liquid droplets on the membrane or it had a shiny appearance? Vincristine. From what was reported, there was no visible liquid/droplet on the membrane. When disconnected, the membrane had a shiny appearance.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.